Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags had clear particle contamination inside. This was noticed during visual inspection of the finished product at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 ¿ november 6, 2023. H11: two devices and four photo samples were received for evaluation. A visual inspection was performed on the photo samples, and a clear crystal-like particle in the solution was observed. Visual inspection performed on the actual samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.